Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2017 to assess the instrument test well images in question, and determined through the color check images that no blood sample plasma was added to the test wells prior to the start of the testing.

Event description:
On (B)(6) 2017, a customer reported an unexpectedly negative antibody screen on a galileo echo instrument, when tested on (B)(6) 2017.